Manufacturer narrative:
Follow-up #2: date of submission 04/20/2017¿ device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The alarm history showed one occlusion alarm on the date of the complaint. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with the returned battery cap and no occlusion alarms were emitted. The force calibration testing passed. The pump case was removed to find the force sensor pins seated and the solder connections intact. No evidence of moisture or loose components were found internally. An occlusion alarm was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging an occlusion (frequent persistent) issue. There was no alleged adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Event description:
.